Event description:
The customer reported via phone call that their insulin pump was damaged. The customer stated there was cracks present on the insulin pump. It was also found the drive support cap on the insulin pump would stick out intermittently. The customer's blood glucose was unknown. Customer also reported they would press the drive support cap back in. It was also found the rubber stopper over the drive support cap was missing. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners. The insulin pump was also received with minor scratched lcd window. Unit received with missing end cap sticker. Unit received with loose/ flush drive support disk. The insulin pump was also received with stained keypad overlay.